Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it was alarming patient disconnect. The customer stated there was a patient in use when this issue occurred, no patient harm or injury.